Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the sieve is leaking.associated malfunctions for this device: on/off switch no alarm, pilot valve overheating, heat exchanger leaking, muffler noisy, filter dirty.